Event description:
It was reported that an external pulse generator (epg) was not staying on for the 15 seconds. The biomed measured the battery voltage which was below specification at 7.4 volts. The biomed replaced the battery and the device is now operating properly. The device was placed back in service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).